Event description:
A patient reported shocking; the patient noted she was in a car accident around (B)(6). The patient stated she had felt the shocking sensation since her accident. The patient noted she did shut off her therapy on (B)(6) and had not felt shocking since. The patient stated she could not see her healthcare professional (hcp) until (B)(6). The patient noted the symptoms were sudden in onset. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional reported that the shocking had not yet resolved and a revision was planned for (B)(6) 2017. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.